Event description:
The ge oec 2800 fluoroscopy system had an electrical issue that included unnecessary wiring in the system and changes required to conform to louisiana state regulations.

Manufacturer narrative:
A ge oec service rep investigated the issue and with the facility electricians, removed unnecessary wiring from the back of the system and relocated the control box to comply with louisiana state regulations. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.